Event description:
Hospital advised that the pump alarmed as intended and displayed "communication error". The system continued to infuse at the programmed rates. The patient was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required upon completion of the infusion.